Manufacturer narrative:
The lot of power supplies used exclusively for this facility appears to have some unique weakness with the ac blade retention. Replacement supplies have been sent to the facility and further design enhancements have been initiated to bolster the rugged-ness of the power supply.